Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer declined to provided specific bg level. Customer addressed bg level by drinking coconut water. No additional information was provided by the customer. Reportedly, the customer declined further troubleshooting from tandem technical support.